Manufacturer narrative:
Ge rep evaluated sys, found and replaced faulty hard drive, cpu, and interface board. Performed operational tests, found sys to be operating as intended.

Event description:
It was reported that sys would not boot up. No pt injury reported, the event occurred the first time the sys was energized for the day.